Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer via the representative reported the patient's device was not working. The patient's indication for use was urinary dysf unction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.